Manufacturer narrative:
The device has not been returned for evaluation. At this time the root cause of the reported issue could not conclusively be determined. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Note: this is report 1 of 2 related to the first shunt used in the event. Report 1220948-2043-00086 was submitted for the second device involved in this event.

Event description:
It was reported that the pruitt carotid shunt balloon would not deflate during a carotid endarterectomy procedure. Adjustment was made to the shunt until the balloon deflated. No injury was reported to the patient. Note: this is report 1 of 2 related to the first shunt used in the event. Report 1220948-2043-00086 was submitted for the second device involved in this event.